Event description:
It was reported after a low anterior resection without incident, the pt was brought back to surgery 2 weeks post op for a leaking staple line. The leaking area was approx 3mm. The two staplers used were tx60g and tlc55. Two tcr55 reloads were used in the tlc55. The rep had no further info.

Manufacturer narrative:
Tracking #.48851